Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v850491, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were to have a magnetic resonance imaging (MRI) due to their device or therapy. The patient was having weakness and issues with incontinence of bowel and bladder. It was stated they were going to perform a MRI today to see if the incontinence was related to their spinal cord injuries. The MRI would be performed in the area of the cervical, lumbar with and without contrast dx. It was noted the patient also had cramps and spasm. The patient stated they symptoms and spinal cord injuries were prior to the implantable neurostimulator (ins) but had gotten worse. It was also indicated that patient had turned their implant off because they felt stinging. The stinging stopped when the stimulation was turned off. The patient was concerned that their leads had gone bad. It was further reported the patient would probably just get the ins removed because it never really worked that well any ways. It was stated never getting 50% or greater reduction of symptoms. It was noted that the trial was successful. The patient never really went in to see the doctor about making adjustments because of insurance reasons. Indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.